Event description:
Patient reported "lymphadenopathy" and "lymph node". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported "lymphadenopathy" and "lymph node". This record is for the left side. Device remains implanted.